Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing shocking sensations at the ipg site when charging. The patient underwent an ipg reposition procedure and patient was doing well postoperatively. The device was remained implanted.